Manufacturer narrative:
During the pick-up of the citadel plus bed frame that beyond to the arjo rental fleet, the arjo representative detected issue with the side rail, it was partially detached from the frame. When the issue was detected, no patient was involved. No harm was claimed. Based on the photographic evidence provided, the side rail lower arm was cracked and the side rail upper arm was detached from the side rail locking mechanism (lower arm and upper arm are parts of the side rail locking mechanism). The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. The instruction for use for citadel plus bed frame (831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. No patient was involved when the malfunction was detected. The complaint decided to be reportable due to the side rail partial detachment (the side rail lower arm cracked). No injury was claimed.

Event description:
During the pick-up of the citadel plus bed frame that beyond to the arjo rental fleet, the arjo representative detected issue with the side rail, it was partially detached from the frame. When the issue was detected, no patient was involved. No harm was claimed.